Manufacturer narrative:
The t:slim user guide states: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 30 units had been delivered. The customer reported a blood glucose level of 150 (mg/dl). During troubleshooting with tandem technical support, insulin was observed leaking at the luer lock. The customer reconnected the luer lock and restarted the fill tubing process. Insulin was then observed exiting the tubing.